Event description:
The complaint states that a pairing failure was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined.

Manufacturer narrative:
(B)(4).